Event description:
It was reported that the fiber cap detached inside the pt at 224,400 joules into the case. The procedure was completed with a second fiber. The cap was not retrieved from inside the pt. The pt outcome was reported as "okay".